Manufacturer narrative:
Not returned.

Event description:
Allegedly, during a cystoscopy procedure the surgeon noticed the tip of the sheath was gone. He located the piece in the patient's bladder but was unable to retrieve it. Patient was admitted to the hospital and then returned to surgery the next day for an open procedure wherein the tip was retrieved. The hospital did not report injury to the patient.

Manufacturer narrative:
The device was not returned to us, but we did receive pictures. In the first picture, the labeling was worn and blurry and showed a date code of uw. The second picture shows that the beak is completely detached from sheath; the whole beak coming out is a failure of adhesion/fixation and we see it often on 3rd party repaired devices. The hospital confirmed that they use 3rd party repair. The third picture shows the whole instrument and the shaft is bent. Damage possibly due to wear of use and/or 3rd party repair of instrument; we cannot confirm. Karl storz does not approve of any 3rd party repair and does not provide replacement parts.

Event description:
This is a supplemental. We were unable to get the product back, but we did receive pictures. We are providing an evaluation based on the pictures.